Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015. Per the distributor the patient was at a rehabilitation facility and wearing the lifevest at the tie of death. Paramedics were at the scene and performing CPR. Investigation into the event revealed that the patient's device alarmed for asystole five times between 10:19:06 and 10:24:15. The ECG recording showed severe bradycardia with periods of asystole and CPR artifact. The patient received two inappropriate treatments at 10:28:29 and 10:29:22. CPR artifact contributed to the false detections. The response buttons were not pressed during the entire event. The patient passed away that day. Asystole is considered a non-shockable rhythm.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The monitor and belt were fully functional and able to detect and treat a patient. Monitor (B)(4), electrode belt (B)(4): 06/2013.